Manufacturer narrative:
An event of "device dislodged completely and immediately with deployment and embolized into the patient¿s left external iliac artery" was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a 8mm amplatzer vascular pug 2 was selected for an implant on (B)(6) 2021. Device dislodged completely and immediately with deployment and embolized into the patient¿s left external iliac artery. The embolized device did not cause a blockage of carotid artery stenting (cas). Device was sized by echocardiogram and fluoroscopy. The implanter believe embolization was caused by a ridge of calcium that caused the device to shift out of its deployed position. The left common femoral artery was access with a short six french terumo pinnacle sheath (6f x 10cm), 10mm ensnare to retrieve the device. The patient was not hemodynamically stable prior to procedure and prior to embolization no additional information was provided.